Manufacturer narrative:
(B)(4). The device was not returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, heavily calcified proximal left anterior descending coronary artery. Pre-dilatation was performed with a 2.25 x 20 mm nc trek balloon and a 2.5 x 38 mm xience prox stent was deployed. A 2.75 x 15 mm nc trek rx balloon dilatation catheter (bdc) was selected for post-dilatation. There was no resistance felt during removal of the stylet or protective sheath and there were no issues noted during prep (air aspiration) prior to use. The bdc was advanced with no resistance to the lesion and on the first inflation attempt the balloon would not inflate. Several attempts were made to inflate the balloon including using a new indeflator and the balloon would still not inflate. The bdc was removed from the anatomy and another 2.75 x 15 mm nc trek rx bdc was used to successfully complete the post-dilatation of the stent implant. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.